Manufacturer narrative:
Device can not be investigated further as it is in use by patient. Manufacturer narrative: no malfunction was detected with the device.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemic event and the cgm system did not alert her.